Event description:
It was reported that the implantable cardiac monitor (icm) pause episode was incorrectly rejected by artificial intelligence (ai) algorithm.

Manufacturer narrative:
Continuation of d10: product ID lnq11, serial# (B)(6) implanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A report is being submitted for investigation completion. The product and clinical data were received for evaluation. Based on review of the episode in question by the clinical data specialist team, it was confirmed that was a true pause. Ai algorithm incorrectly adjudicated the true pause episode as false on a implantable cardiac monitor (icm). Due to this, the episode was not sent to remote monitoring network. The cause is undetermined and is being further investigated. However, based on the investigation to date the most likely cause is design/ development; research inadequate. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No data.